Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that signs of liquid was found on the ventilator's electronic connectors associated with the user interface. The ventilator was investigated on site by our field service engineer. Further investigation determined that, given the amount of fluid residue present, a significant quantity of liquid appears to have been accidentally spilled onto the ventilation system. No additional signs of fluid spillage were evident on the body of the ventilator or anywhere else inside. All external plastic casings remain intact. It can be surmised that the liquid infiltrated through the seams of the external plastic casing. Reported issue confirmed by provided photos. Based on the information provided, the customer will order a new part and undertake the replacement themselves. Despite several reminders, we didn't receive the confirmation of part replacement nor any part returned for investigation. No root cause can be established by this investigation, but most probable usability issue. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-air corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #:(B)(4). H4 ¿ manufacture date - previous manufacturing date: 10/05/2016, corrected manufacturing date: 09/29/2016.

Event description:
It was reported that signs of liquid was found on the ventilator's electronic connectors associated with the user interface. Patient involvement is unknown. Manufacturer's ref#: (B)(4).